Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, an insulation break was seen at the terminal pin. The damage was repaired with silicone. All lead measurement numbers were within range. No adverse patient effects were reported. The lead remains in service.